Manufacturer narrative:
(B)(4). Device similar to device with 510(k) p070016. Investigation is still in progress.

Event description:
Description of event according to complainant: a patient in his/her 60's underwent urgent tevar for traumatic aortic dissection which was off-label use. The reason of not conducting thoracotomy but tevar for traumatic aortic dissection was that tevar was considered to be more suitable for life-saving. After stent graft deployment, the user felt a difficulty in removing the trigger wires, but he could remove them forcibly. Proximal type I endoleak probably caused by applying strong force to remove the trigger wires was confirmed, so esbe-34-77-t-pf was additionally placed. The procedure was completed after confirming that the type I endoleak was resolved. Patient outcome: there have been no adverse effects to the patient reported.

Manufacturer narrative:
(B)(4). Summary of investigational findings: based on the limited information provided and since the product was not returned, no conclusion can be drawn as to whether the experienced issue is related to a device failure or user technique. It is also noted that the product was used off-label. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: a patient in his/her 60's underwent urgent tevar for traumatic aortic dissection which was off-label use. The reason of not conducting thoracotomy but tevar for traumatic aortic dissection was that tevar was considered to be more suitable for life-saving. After stent graft deployment, the user felt a difficulty in removing the trigger wires, but he could remove them forcibly. Proximal type I endoleak probably caused by applying strong force to remove the trigger wires was confirmed, so esbe-34-77-t-pf was additionally placed. The procedure was completed after confirming that the type I endoleak was resolved. Patient outcome: there have been no adverse effects to the patient reported.